Event description:
As reported: "difficulty in locking the second distal ulnar locking hole."

Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In general following statements from the variax 2 distal radius instructions for use (v15410 rev ac, 03-2024) can be pointed out in relation to the reported event: "-screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw, screwdriver blade and plate which may result in metal debris generation, stripping of locking threads, breakage or deformation, and lead to loosening. - if excessive resistance is felt during screw insertion or if the bone is dense, it is recommended to use the tap. - final tightening of each variax 2 locking or bone screw should be carefully completed by hand to verify a rigid connection between the screw and plate.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "difficulty in locking the second distal ulnar locking hole."